Manufacturer narrative:
The reported events of ¿failure to interrogate¿ and ¿failure to capture¿ were not confirmed. The device was returned for analysis. Electrical, mechanical, longevity, and telemetry analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented for pacemaker upgrade procedure since device had reached its elective replacement indicator. During the procedure, it was noted that the pacemaker exhibited loss of capture. Furthermore, the device's radiofrequency (rf) telemetry had been disabled and wand connection would not work to reprogram the device. The pacemaker was successfully replaced afterwards and the new device provided pacing support. There were no patient consequences.